Event description:
Abbott aveir lsp112v leadless pacemaker was installed on (B)(6) 2024, and set to 80 bpm. On (B)(6) 2024 pacer lost pace and was non-responsive. Heart rate dropped to 45 bpm and declined to 39 bpm requiring ed and hospitalization before device was reprogram and recalibrated. Again on (B)(6) 2024 the pacer was erratic and hr dropped into the mid 40's. Patient was transported to ed and hospitalized, device was again recalibrated to 80 bpm. On (B)(6) 2024 at follow-up appointment with cardiologist device was again recalibrated to 70 bpm. Device continues to be erratic while set to 70 bpm heart rate is ranging from 51-127 bpm. Patient is extremely short of breath and has difficulty walking.